Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and passed a self-test. The device recorded failed self-tests due to a low battery on 13th july 2010, a drop in voltage was recorded at this time. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was found to be switching itself on automatically.